Manufacturer narrative:
Correction: device available for evaluation?, device return to manufacturer?, device evaluation by manufacturer? Additional information: returned to manufacturer on, imdrf annex a, b, c,d and g grids. Omit: a050701 - failure to align (2522), b17 - device not returned.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.